Event description:
It was reported that two non-break off screws had backed out causing a revision surgery.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. A visual macro and micro examination revealed that according to the set screw markings that the rod may not have been seated properly. X-rays and DHR were reviewed and contributed to the product analysis.